Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, in 2019, patient required an additional right knee surgery. The surgeon noted surgeon had experienced "extensive tibial bone loss" and "moderate" femoral bone loss. Patient also had "extensive scar tissue" resected. "After removal of the tibial implant I had to use a tibial cone due. To extensive tibial bone loss." A third exactech optetrak® logic® tibial insert was implanted during the said 2019 surgery. Two months later, after experiencing excruciating pain, patient underwent a manipulation under anesthetic ("mua") by surgeon. In (B)(6) 2022, patient underwent another surgery to remove all exactech implants. Surgeon noted his "tibial component exposed and removed-grossly loose. Tibia was disimpacted easily. Massive amount of tibial and femoral bone loss occurred during removal." Additional patient information not provided.

Manufacturer narrative:
H6: investigation results - the revision reported was likely the result of an insufficient bond between the tibial components and the bone, reported bone loss, patient-related conditions, or a combination of these possibilities, which led to aseptic (non-infected) tibial loosening. However, this cannot be confirmed as the devices were not returned for evaluation and images, radiographs, and operative notes were not provided.